Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab kinked is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the second intra-aortic balloon (iab) was removed from the tray and the second iab also had a kink in the central lumen, similar to the first. The md attempted to insert the iab, and the iab was successfully inserted despite the kink in the central lumen. They were able to successfully begin therapy without any further issues. The patient is still being supported by the pump, and is meeting the goals of therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the second intra-aortic balloon (iab) was removed from the tray and the second iab also had a kink in the central lumen, similar to the first. The md attempted to insert the iab, and the iab was successfully inserted despite the kink in the central lumen. They were able to successfully begin therapy without any further issues. The patient is still being supported by the pump, and is meeting the goals of therapy. There was no report of patient complications, serious injury or death.